Event description:
Complainant stated that during a vaginal exam, the doctor inserted a medium sized speculum and directly upon opening the speculum, he heard a loud noise and the speculum broke in the pt's vagina. The doctor was able to remove the broken pieces without incident. The pt was not injured. The customer did not provide a pt identifier.

Manufacturer narrative:
The speculum involved in the event was not returned to welch allyn for evaluation. However, the complainant did provide a photograph of the broken speculum along with two damaged speculums found prior to use. Engineering evaluated the photographs and confirmed the failure mode as a broken lower bill. The two returned speculums were evaluated by engineering. One speculum had a cracked lower bill similar to those noted in a previous failure investigation and the other speculum had a scuff on the lower bill (no crack or break noticed). Both of the returned speculums were found by the complainant prior to use. This failure mode of the lower bill break in use has been previously investigated. The root cause of these very rare failures is believed to be related to atypical impacts or loads on the shipping containers during transit or storage. Method: (actual device not returned, photograph provided). Results: (vaginal speculum). Conclusion: (actual device not returned - confirmed shipping damage by visual evaluation).